Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. Additionally, the base enclosure assembly needs to be replaced. The device powered on and operated as it should. No repairs were performed. The unit has been scrapped.